Event description:
It was reported to the MFR by the facility (the crossings nursing and rehab), per the facility, the resident was in the sling that was attached to the lift. When the cna swung the lift around, the leg of the lift hit the bed. The resident was jolted, fell backwards out of the sling and landed on the floor. The residents legs remained in the sling. The resident was sent to the hospital for x-rays. The hospital x-rayed the residents pelvic area and the results were negative. The resident returned to the (B)(6). The facility performed an x-ray of her left leg and the results were positive for a fracture. The facility performed an investigation into the incident and have determined that the sling was connected to the lift incorrectly. (B)(4) have been entered into our system to retrieve the lift for investigation.